Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve and diaphragmatic stimulation approximately one month post implant. An x-ray was performed and dislodgement of right atrial (ra) lead was confirmed. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.